Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
The central monitor calibration of a heart lung console was found to be out of order. The calibration could not be completed since the image drifted from original position. There was no reported adverse consequence to a patient as a result of this event.